Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic, loss of right ventricular sensing and loss of ventricular capture were observed on the non-dependent device. The lead was capped and replaced successfully. The patient is doing well and will be monitored with routine follow up.